Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use on (B)(6) 2022, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message. No additional information or patient information was provided. No adverse effects were reported.